Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A break in gripper line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the observed gripper line break. However, a cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation could not be replicated under the testing environment. The gripper line break issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the observed gripper line break. However, a cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During grasping attempts, one gripper would not lower. The cds was removed and replaced with a new one, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.